Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Reportedly, customer is not performing air removal steps. Tandem technical support informed customer that not performing air removal step is off label per the tandem user guide. Customer's blood glucose was 95 mg/dl.